Event description:
It was reported that while using the bd vacutainer® sst¿ that there was mold or bacterial growth inside 12 tubes. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-dec-2025. Investigation summary: bd received thirteen samples and two photos for investigation. The customer samples were visually inspected and the indicated failure mode for embedded foreign matter was observed. Additionally, the photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ that there was mold or bacterial growth inside 12 tubes. No patient impact reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.